Manufacturer narrative:
Additional information (10/14/2016): headquarters support center (hsc) reviewed the event. Hsc stated that the issue is sample specific. It is unknown why the sample was biased high on the dimension xpand with hm instrument. No further events occurred. Hsc found the customer centrifuges plasma gel samples for five minutes at 4000 repetitions per minute, which is a non-standard practice per collection tube instructions for use (IFU). The cause of the discordant, falsely elevated cardiac troponin result is unknown. The instrument is performing according to specifications.no further evaluation of the device is required.

Manufacturer narrative:
A siemens customer care center (ccc) was contacted by the customer. The customer stated that their quality control (qc) was in range. The ccc reviewed data supplied by the customer. The ccc reviewed the chemwash values and found no signs of contamination. The ccc requested to run 5 test precisions. The customer ran a patient sample 5 times, resulting similarly, resulting at or above the lab cutoff. A follow-up to find the actual value of the sample used for the precision test confirmed the result was elevated. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the heat torch and filter 293. The cse then decontaminated the chem wash and water system. The cse verified and aligned the system, ran a system check, quality control (qc) and patients, resulting in range. The cause of the discordant, falsely elevated cardiac troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin result was obtained on a patient sample on a dimension xpand with hm instrument. The initial result was not reported out to the physician(s). The same sample was repeated on an alternate dimension rxl instrument, resulting lower. It is unknown if repeat results were released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin result.